Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the barrel.

Manufacturer narrative:
H6: investigation summary: customer returned photos of 3/10cc, 12.7mm, 29g syringes in poly bags from lot # 0052894. Customer states that when removing the shield, the needle with the shield was separated from the barrel. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 0052896 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted for cracked hubs cracked and raised hubs; both defects may cause the needle assembly unit to not snap fit onto the barrel. Capa1630423 has been opened to address this issue. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1354. FDA patient problem code(s): 2199.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced hub separation from the device. The following information was provided by the initial reporter: when removing the shield, the needle with the shied was separated from the barrel.